Event description:
Additional information: the right ventricular lead and the implantable cardioverter defibrillator were both explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05035. It was reported that the patient presented for interrogation during an inpatient check. Interrogation of the implantable cardioverter defibrillator revealed a battery performance alert on the device. In addition, it revealed that the right ventricular lead was over-sensing noise which caused multiple episodes to incorrectly be recorded as ventricular fibrillation. There was no inappropriate shock delivered. Fluoroscopy was performed, which revealed an externalized conductor on the lead. The device therapy was programmed off. Explant of the system was discussed but did not occur. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a partial lead was returned in seven pieces. Visual inspection of the lead found internal insulation abrasion breaching an unidentified cable lumen in between the suture sleeve tie impression and the superior vena cava shock coil. The ethylene tetrafluoroethylene (etfe) cable coating was not abraded in this location. Internal insulation abrasion was noted breaching the ring electrode cable lumen underneath the superior vena cava shock coil. The ring electrode cables were missing in this location. Further analysis found two internal insulation abrasions breaching the ring electrode and right ventricular cable lumens in between the shock coils. The right ventricular cables were not abraded while the etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported event of noise was isolated to the abrasion of the ring electrode etfe cable coating.